Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed. The blood glucose reading was 204mg/dl. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alam during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.